Event description:
A patient had a complex open left subtrochanteric fracture from trauma approximately 1 year ago. The x-rays showed a comminuted fracture of the left femur where the fracture line extended up into the intertrochanteric region. The patient underwent an intramedullary (im) nailing at that time. The patient had good alignment and appeared to make bone. The patient returned to office with complaint of increased pain for the past two months.imaging studies showed some bony callous formation of the femur fracture. However, the fracture was still visible. Additionally the im rod snapped at the level of the second screw hole proximally. The patient returned to surgery for the removal of the broken nail. Im nailing hardware was found to be snapped along superior screw. The bone was re-fixed with a 14 x 400 nail and bone graft.======================manufacturer response for zimmer nail gt, zimmer nail gt 11mmx40cm l 47249240111 (per site reporter).======================the manufacturer representative initiated contact to request implant from the event.